Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill bit has broken or bent during the surgery. There was no surgical delay or patient harm due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: our investigation has shown that the drill bit in question is strongly bent at the shaft below the coupling piece. The relevant dimension near to the damage was checked and no deviation was found (specification 1.5mm h8 actual 1.49mm). The manufacturing documents were reviewed and it is documented that the correct material (1.4112) was used and that the hardness was 614 hv 10, which is within the specification of 600 +55/0 hv10 back then. This lot of (B)(4) pieces was manufactured in november 2014. Based on these findings, and as such an obvious damage would have been detected during the final inspection, we exclude a manufacturing fault. However, based on the provided information, the cause of this occurrence cannot be defined. The microscopic inspection has shown that surface at the tip, as well of the coupling piece, is in a completely unused condition, which let us suppose that this drill bit was never used or attached to a coupling. Therefore, we can only assume that this device came damaged out of the box and that any occurrence during transportation caused the deformation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The part was manufactured under the nonsterile lot number f-16812. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.